Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the customer received a wrong size customized bivona at beginning of november. It was delivered to the hospital; patient came last week for checking but cannula was a wrong size 5.0mm. According to custom form it should have been with other parameters. They suspected that they have a wrong vendor code behind item custom bivona. Additional information received by smiths medical/ICU on 10-jan-2023 via email: the customer reported that the the outcome of the event was patient did not get new canyla. Event date (B)(6) 2022.

Manufacturer narrative:
Other, other text: h6. Health impact, event problem and evaluation codes: updated. Reviewed the provided images of the labeling and device. Reviewed the device history record (DHR) for the reported lot number and all records indicate that the device was made to the correct template. If the complainant wanted changes (e.g., ID size, shaft length, etc.) Made to the existing custom part number a new template needed to be provided when placing the order, which would have initiated a new part number. The investigation did not identify a manufacturing issue. The root cause was determined to be a miscommunication during the order process between the party that placed the order and the customer service representative who processed the order.